Event description:
Lifepak 20e failed while on patient. No patient harm. Life pak failed to show rhythm display while on patient in the ed.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: monitor, cardiac (incl. Cardiotachometer & rate alarm).

Event description:
Lifepak 20e failed while on patient. No patient harm. Life pak failed to show rhythm display while on patient in the ed.